Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The separate device referenced in is filed under a separate medwatch report number.

Event description:
It was reported this was a procedure to treat a heavily calcified and heavily tortuous coronary artery. An nc trek 3.50x8mm balloon delivery catheter (bdc) was inserted, but due to the heavy calcification, the device was unable to cross the lesion. It was noted that resistance was felt during advancement and removal of the device. A 3.50x15mm bdc was then inserted. However, this device was also unable to cross the lesion. Resistance was again felt during advancement and removal. A non-abbott device was then used to perform the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.